Event description:
The nurse states that a jejunal tube had been in place in a female pt for less than one month. The jejunal tube appeared loose in the existing peg tube. The physician performed an endoscopy and discovered the body of the jejunal tube had separated from the "y" adapter and was free in the pt's stomach. The physician uneventfully retrieved, endoscopically, the loose portion from the stomach using a snare. There were no other complications reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.